Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported experiencing elevated blood glucose levels over 300 mg/dl. Caller alleges the pump delivers too low insulin. No adverse event reported. Requested return of the alleged pump for evaluation.